Manufacturer narrative:
Voluntary mw sent : in response to FDA report number: mw5088920 further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection(early onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was infection(early onset). Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported via regulatory agency right side "swollen and red," and "pseudomonas" infection and "auto-immune trigger since the placement" of a tissue expander. Treatment with antibiotics and surgical intervention of "incision removed and sutured back." Device has been explanted.